Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer did not turn on normally, it booted up normally. Analysis did confirm the customer comment that it would not update and the hard drive was therefore reconfigured and the software was reloaded and updated. It was additionally noted that the power cord bay was broken and it was replaced and that the analyzer had a loose fit and intermittently would not communicate with the programmer. The flex tape from the analyzer bay to the link electronic module (lem) was replaced to resolve. Inspected the circuit boards and mechanical parts and the device then passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on normally and would not update. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.